Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-may-21. It was reported that the cause of the withdrawal symptoms was not determined. Actions taken to resolve the withdrawal symptoms consisted of a dye study which showed no problems. The catheter and pump replacement were still in precertification. The withdrawal symptoms had not been resolved. An order was sent to the doctor. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 322.2 mcg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had been experiencing withdrawal symptoms over the past couple of weeks and the hcp sent him for a referral for a pump replacement. The issues started ¿4-5 weeks ago¿ (prior to the call date of (B)(6) 2018) in (B)(6) 2018. Troubleshooting consisted of a dye study done the week before last, and it looks as if the catheter is in good working order. The reservoir volume is what it should be at the refill and there are no alarm conditions with the pump. The patient had a fall around (B)(6) 2018 and had a hematoma around his left abdomen. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2018-jun-15. It was reported that medical history included spastic he miplegia, sensitivity to medication and medication changes (hypersensitivity), past trial of oral medications, however, they caused headaches and were not as helpful (not further specified); generic baclofen was not as helpful as lioresal in his pump (lioresal very helpful). Concomitant products included: aspirin (acetylsalicylic acid) at 81 mg delayed release 1x/day orally, oral baclofen at 20 mg 3x/day, betamethasone dipropionate 0.05% topical ointment, bisoprolol fumarate 5 mg, cyclobenzaprine 10 mg up to 2x/day orally as needed for spasm, diclofenac 1% gel 4 grams 4x/day topically to affected areas, dicyclomine 20 mg tablet, diltiazem cd 120 mg extended release24 hour, doxycycline hyclate 100 mg delayed release, 2x/day orally for two days, gavilyte-n 420 gram oral solution (polyethylene glycol), ginger root (dietary supplement), glnp (rr) (g5n5) cream, glp cream (rr), hyoscyamine ER 0.375 mg tablet, extended release 12 hour, keflex (cephalexin) 500 mg capsule 2x/day with start the day of pump replacement, lidocaine-prilocaine 2.5-2.5% topical cream, losartan 25 mg, lovastatin 10 mg 1x/day, metoclopramide 10 mg tablet, misoprostol 100 mcg tablet, nabumetone /cyclo/gab/lido/prilo cr grams apply 2 depressions (3 grams) to painful areas 3x/day, nitroglycerin patch (nitroglycerin) 0.1 mg/hr transdermal 24 hour patch, novolin n (insulin susp isophane recomibinant human) 100 u/ml subcutaneous susp, prednisolone acetate 1% eyedrops suspension, compound cream, triamcinolone acetonide 0.1% topical cream, vitamin d3 (dietary supplement) 2000 iu 1x/day, zaleplon 10 mg capsule 1 oral prior to procedure, as directed. Medical treatment included a dye study of the pump/catheter, an increase in the ptm (patient therapy manager) dose and daily rate, oral baclofen. After the previous treatments were "zero help" a pump/catheter replacement (not further specified) was completed. It was learned the patient was having withdrawal symptoms of severe spasm. No further information was reported regarding the fall or hematoma and the patient was not hospitalized. Included in the provided information were 5 order delivery tickets from a compounding pharmacy for lioresal 2000 'g/ml in 10 ml of pfns (preservative free normal saline) compounded with handwritten notes indicating 3.6 ml with dates (B)(6) 2018, (B)(6) 2018; 2.9 ml with dates (B)(6) 2018; 3.5 ml with dates (B)(6) 2018, (B)(6) 2018; 3.7 ml with dates (B)(6) 2018, (B)(6) 2018; and 4.8 ml with dates (B)(6) 2018, (not further specified). There were no further complications reported/anticipated.